Manufacturer narrative:
Device not returned.additional manufacturer narrative:this event was determined to be reportable per edwards lifesciences procedures. The patient also had another device explanted. The information was learned through implant patient registry. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is currently in process.

Event description:
Surgeon inserted uterine manipulator; at the end of the procedure, the manipulator's inflation balloon would not deflate. The surgeon cut off the balloon at the attachment point, but it would not deflate. Finally, the surgeon was able to puncture the balloon with a needle. It was deflated and removed from the patient.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.